Manufacturer narrative:
Because of limited information received, unknown if the fracture was the patient's bone or the implant. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of asr fracture.